Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically indicating cgm error 42 related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset and assisted the caller through the process. After the reset, the cgm error code did not reappear, and the caller was able to successfully start their sensor session.